Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 23-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported the patient was disconnected from the ventilator due to a loose connection between the flex connector and the double swivel elbow. The patient was not harmed, but required reconnection to ventilator. Additional information received 13-mar-2018 stated, "we simply reconnected the patient to the ventilator." No additional information was provided.

Manufacturer narrative:
The device history record for the reported lot number, m7227t304, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One used sample device was returned. The male insert of the dse (double swivel elbow) was examined. There was no visible damage to the manifold or to the male insert. The male insert swivels with no perceived resistance. The mold identification on the manifold was ¿c.¿ the mold identification on the 15mm end of the flex connector was ¿k2.¿ the 15mm end of the flex connector was attached to the male insert of the dse, stopping at the point at which initial resistance was felt. A certified ruler was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange is 4mm. The flex connector was rotated. Upon rotation, the male insert did not swivel. With rotation, the flex connector slid further down the male insert, stopping when it made contact with the dse flange. All information reasonably known as of 27-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
All information reasonably known as of 13-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).